Manufacturer narrative:
As we have no evidence that a wrong sized implant was in the package, this is not an implant related but surgery related problem. This event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an xive s d3.8/l9.5 dental implant in regio #29 (fdi 45) on (B)(6) 2020. On (B)(6) 2020 the implant were explanted. Sensory disorder as the implant was too near to the nerve.

Manufacturer narrative:
The device was evaluated and found to be within specification.